Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving the error 4 error message. The patient's testing technique was correct and the test strips were correct. The issue was not resolved. The patient suffered no injury due to this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the alleged issue was confirmed when testing with control solution during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k093745.

Manufacturer narrative:
Follow-up # 2 (11/04/2011)-device evaluation: the meter involved with this complaint was also returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.